Event description:
The pt received a scs system on (B)(6) 2011. It was reported that the pt's leads had migrated and the pt did not feel stimulation in the correct location any longer. A paddle lead was implanted and stimulation was captured post-operative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.